Event description:
The user received questionable results for ferritin on the analytical p module for two patient samples. Patient sample 1, the initial ferritin result gave 12 pg/ml. This result was reported outside the laboratory. The sample was repeated giving 23 pg/ml. Patient sample 2, the initial ferritin result gave 21 pg/ml. This result was reported outside the laboratory. The sample was repeated giving 39 pg/ml. No adverse event has been alleged regarding these discrepancies. The ferritin reagent lot number was 62168101 although the field application specialist (fas) could not determine a cause, it was noted many bubbles were found in the ferritin r1 reagent pack which could indicate a reagent handling or shipment issue as the cause. The fas ran performance testing with all results within specification.